Event description:
The patient received two swift-lock anchors with the same lot number. It was reported an additional surgery was undertaken due to the physician's uncertainty if the anchors were secured after the initial permanent implant procedure. Reportedly, it was discovered the anchor on the left lead was unlocked. Subsequently, the anchor was securely locked during the surgery. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).